Manufacturer narrative:
**UDI related data quality updates only**

Event description:
During the shift check, the lcd screen of the autopulse platform (sn (B)(6)) was observed completely blank without any backlight. However, the autopulse platform continues to power on normally. No patient involvement.

Manufacturer narrative:
The reported complaint of the lcd screen of the autopulse platform (sn (B)(6) ) observed completely blank was confirmed during the visual inspection. The root cause of the issue was a failed processor board as a result of normal wear and tear of the platform. The failed processor board was replaced to address the reported issue. The returned platform was manufactured in may 2007, and it is more than 16 years old, well beyond its expected service life of 5 years. During further visual inspection of the autopulse platform, unrelated to the reported complaint, a cracked front enclosure was observed. This physical damage was likely due to mishandling, such as a drop. The front enclosure was replaced to address the physical damage. The archive data review indicated no significant discrepancies. The autopulse platform passed initial functional testing without any fault or error. Following service, the autopulse platform passed all the final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the autopulse platform with sn (B)(6).